Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was informed to continue using the pump and call back if the malfunction recurs, which the customer understood and acknowledged.